Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime/ compromised force sensor and displacement tests. The insulin pump was received stuck in motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. All operating currents are within spec. No battery out limit or failed battery test alarms noted.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 390 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.